Event description:
It was alleged while unloading a patient from the ambulance, the safety bail did not engage with the hook and the stretcher lowered from the ambulance and tipped to the side. The patient remained restrained to the stretcher. The patient alleged elbow pain and a medic sustained a laceration to their hand which required stitches. The stretcher has been removed from service and is returning to the manufacturer for evaluation.

Manufacturer narrative:
The subject stretcher was returned to manufacturer. A visual and functional evaluation was conducted and the reported issue could not be confirmed. The stretcher was found to be functioning as intended with the safety bail engaging with the hook each time the stretcher was cycled. The stretcher was also evaluated by a repair technician and there were no observations of any issues with the safety bail assembly and no repairs were required. The stretcher was returned to the customer. No additional information has been provided regarding the alleged patient and medic injuries.

Event description:
It was alleged while unloading a patient from the ambulance, the safety bail did not engage with the hook and the stretcher lowered from the ambulance and tipped to the side. The patient remained restrained to the stretcher. The patient alleged elbow pain and a medic sustained a laceration to their hand which required stitches. The stretcher has been removed from service and is returning to the manufacturer for evaluation.